Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed dislodgement. During the procedure, fluoroscopy performed on (B)(6) 2021 confirmed the ra lead dislodgement. No additional malfunctions due to the dislodgement were reported. Additionally, the lead helix was unable to be extended during repositioning attempts. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix fully extended. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil.